Event description:
A surgeon authored a paper that was sent to (B)(6), ceo and dr. (B)(6), cmo to review the draft. In the paper the author mentions two cases where an infection developed, and the implant was removed. This was discovered on (B)(6) 2023. The surgeon stated that; in our series of 40 patients, we had 2 cases of infection that required removal of the mesh. One patient elected to discontinue management of her diabetes post surgically. The second patient had a past history of htn and developed mesh exposure along her infraumbilical region as a result of dehiscence. Both patients were culture positive for s. Aureus, and responded well to wash out, removal of mesh and one week of oral antibiotics. Both were 100% satisfied with their clinical results and did not request replacement of the mesh. Patients did report a significant feeling of anterior abdominal pressure, but none suffered from clinical compartment syndrome.

Manufacturer narrative:
Investigations including review of manufacturing records, complaint records, and communications with the surgeon were conducted. Is was determined by the doctor through culturing to be an infection at the site of the incision and was not implicating the product.